Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "right grade iii" capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right grade iii" capsular contracture.

Event description:
Healthcare professional reported "right grade iii" capsular contracture. Device was explanted.

Event description:
Healthcare professional reported "right grade iii" capsular contracture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:analysis of the returned device identified the weight the device within specification and crease fold. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing.